Event description:
The account reported the right foot side rail is broken and will not latch. The bed was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the right foot side rail center arm assembly is broken. The most likely cause is force, such as the bed being ran into an object during transport. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the right foot side rail center arm assembly to resolve the issue. To resolve the issue. Based on the info, no further action is required.